Event description:
It is reported that the 41mm patella reaming blades would not fit on the shaft properly. They would not seat on both sides of the shaft. The surgeon decided to free-hand cut the patella. Both blades were thrown away with the sharps.

Manufacturer narrative:
Eval summary - the patella reamer blades were discarded by the hospital and thus were not available for eval. The mating patella reamer shaft was also not returned for eval. The probable cause of the misfit between the patella reamer blades and the shaft cannot be determined. No product was returned. As indicated by the complaint, the blades were new out of the packaging. Review of the device history records did not find any deviations or anomalies. The blades had a potential field age of approx 10 months at the time of failure. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.